Manufacturer narrative:
The explanted ipg was kept by the medical facility and will not be returned to bsn for eval. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted ipg found them to be satisfactory. This is the final report.

Event description:
A report was received that a pt backed into the corner of a table causing the ipg to protrude out of the pocket. The physician explanted the ipg and does not suspect any infection. The pt is reportedly doing well following explant surgery.